Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and returned. The device was tested with a generator and the device performed as required during testing; although all testing could not be completed due to the top jaw being detached. The condition of the upper jaw prevented the functionality of the device. The jaw was unable to open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A resolution has been implemented and an elimination of the issue is expected.

Event description:
It was reported that during a robotic low anterior resection procedure, the device felt stiff and ¿sticky¿ from the first activation. The surgeon said device felt like it was getting ¿stuck closed¿ and device was hard to open. They continued to use device when tip of device broke off and fell onto drapes. All parts were retrieved and none fell into the patient. A second device of same product code was opened and used for approximately four to five bites when the top jaw of second device became loose but did not completely fall off of device. A third device of same product code was used to complete case. Rep was present for second half of procedure and surgeon reported to rep that tissue was very thick. Patient had scar tissue from prior surgery and had also had past chemotherapy and radiation treatment. There were no patient consequences and there was no delay to procedure.